Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and shortness of breath. It was noted that the right ventricular (rv) lead exhibited high impedance, noise and the lead fracture was suspected. Rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.